Event description:
The customer reported via phone call that the insulin pump's screen had missing segments. The customer also reported the buttons were unresponsive. It was also found the screen had missing segments while troubleshooting with a self-test. The customer reported the insulin pump may have been dropped. The customer's blood glucose was 170 mg/dl. The insulin pump will be retuned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments and a partial display due to a cracked connector on the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.